Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient had a screw loose in their knee. Surgeon re operated on patient to remove screw. He thinks the screw came from the femoral impactor during implantation.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the product evaluation complaints engineer for investigation. Summary of investigation: visual checks: the returned ¿vanguard da 360 impactor¿ was visually inspected with the following observations found:- the impactor was very worn, with burrs and deep indentations visible. The pomalux impactor head was separate from the impactor handle. No screw to attach the pomalux head to the impactor handle has been returned. Dimensional check: the internal thread was checked to confirm the fitment of the pomalux head to impactor handle. No issues were identified. Documentation review: the supplier device history records for part 32-422925, lot fs67145 were reviewed for deviations and/or anomalies with the following unrelated anomalies/deviations identified: (B)(4) piece noticed to be out of specification was scrapped at manufacturing operation 35 (broach hexagon). The impactor head is fixed to the handle by means of a single use plastic retaining pin located in the bolt fixture. This secures the impactor head onto the handle so that the bolt cannot be removed. Complaints: no further complaints have been received for this lot and part number combination. No further complaints have been received for this reported event in association with this part number. The reported event states that the ¿patient had a screw loose in their knee. Surgeon re operated on patient to remove screw. He thinks the screw came from the femoral impactor during implantation¿. From a review of the documentation review we can concluded that the instrument was most likely conforming to predefined specification when manufactured. However, we cannot determined the cause of the bolt entering the patient wound as a thread gauge was used to determine that the correct thread has been applied to the impactor. The bolt used to secure the impactor head to the impactor handle was not returned with the instrument.